Event description:
It was reported that the right ventricular lead had a low impedance measurement that triggered a patient alert. It was also noted that the threshold had increased and that r-wave measurement had decreased. The recorded episodes also showed noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid in the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted and had environmental stress cracking, the exposed defibrillation coil had a white substance, the outer insulation had a cosmetic depression, there was tissue on the helix, and there was apparent explant damage. The analyst noted that the bilumen tubing void was located on the medical section of the lead at 28cm. Performance data collected from the device and have analyzed the data. Low resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 09:00:15. The daily lead impedance trend data shows a spike decrease and low impedance for ventricular pace bi impedance from 418 to 19 ohms min, between (B)(6) 2011. Oversensing was noted as twelve ventricular non sustained tachycardia episode <=210 ms occurred between (B)(6) 2011 12:40:20 and (B)(6) 2011 11:01:39. Interference/noise was also noted as ventricular short interval count (v-sic) was 148 counts, in 0.77 day, between (B)(6) 2011 18:50:49 and (B)(6) 2011 13:15:34.